Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge shroud was broken off the cartridge. Customer's blood glucose was 148 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.